Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There has been similar event(s) for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
The following information was provided: patient reported squeaking when moving hip. Patient sent for x-ray and scans for implant planning. Surgeon schedules patient for revision surgery to replace/reposition cup. Old cup, liner and femoral heads removed. Heavy wear noted on femoral head and liner. All components in situ (except stem) are replaced.